Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the customer's third party data cable that was connected to the device. Proper device operation was observed when the cable was removed from the device. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself, multiple times. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the customer's third party data cable that was connected to the device. Proper device operation was observed when the cable was removed from the device. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. (B)(4).